Manufacturer narrative:
Fse found no x-ray output. Fse noted rad exposure caused an alarm 13, also with no x-ray output and no fluoro image. Fse followed sedecal service manual, troubleshooting alarm 13. After fse verified connections and powered up the unit, the system functioned normally. However, since this appeared to be an intermittent issue, the fse, as a preventive measure replaced the high tension controller and both ipm drivers. Fse checked unit for proper operation and system was returned to full service by the customer.

Event description:
On (B)(6) 2011: customer reports male approx 50 y/o having a retrograde cystogram when fluoro failed. Staff moved patient to another room, where physician completed procedure without further incident. Patient fine, no reported injury.